Event description:
Info received indicates the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The account performed a voltage measurement and found the head down limit switch was the problem.